Event description:
The lay reporter/ daughter contacted lfs in 2009 alleging that her mother's one touch ultra 2 meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to contact mss to obtain further clinical information. The daughter mentioned that her mother's meter does not always power on. The reporter mentioned that the reported issue began around one month ago. The following day, the nurse came to the patient's home twice once in the morning and another time in the evening. She administered insulin in the morning because of elevated reading of 365 mg/dl on the nurse's meter and then in the evening treated the patient with juice due to low readings on the nurse's meter. Reading was not provided. The night before, the patient was exhibiting symptoms of feeling dizzy and sweaty. The meter powered on by pressing the power button. The patient's meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how long symptoms lasted, whether the patient attempted to test their blood glucose the night before the event, was there intermittent power with the meter. It would have also been helpful to know whether what the reading was on the nurse's meter in the evening and whether the patient exhibited any symptoms. The complaint is being reported since the reporter mentioned that due to the power issue at an unspecified time later the patient developed symptoms and had to receive treatment by a medical professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.